Manufacturer narrative:
Other relevant device(s) are: product ID :3387s-40, lot# va0xc5c, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va0xc5c, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-may-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-may-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 10-jul-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 10-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a full system explant due to a loss of efficacy. No further information was provided and the cause for the issue was not determined. The issue was considered resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.